Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in three to five weeks, a rv lead revision will be discussed and the ra lead may be repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead exhibited noise, high rate non-sustained episodes, elevated sensing integrity counter (sic), and high impedance. It was noted that the right atrial (ra) lead exhibited undersensing. The rv lead was reprogrammed to pacing only. Both leads remain in use and will be monitored. No patient complications have been reported as a result of this event.